Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a (B)(4) orthopedic surgeon. A recommendation was made to exchange the broken nail with a larger diameter size standard nail in combination with a bone graft and a plate to control rotation. A follow up report will be sent when we receive new information about this case. (B)(4) continues to monitor these events as part of our post market activities.

Event description:
On 10/23/2015, it was reported that a sign im nail implanted to repair a fracture of the left femur; was found to be broken during a follow up visit.. The x-rays showed a non-union condition.